Manufacturer narrative:
(B)(4). Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they were getting a motor error alarm. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The drive support cap was normal. They were able to complete the insulin pump rewind. The insulin pump was returned for analysis.